Event description:
It was reported that device was used during a laparoscopic gastric bypass. It was reported that under poor visibility, the surgeon inadvertantly cut a cascade of mesenteric vessel creating 2 significant bleeders, which were temporarily controlled by graspers. It was reported that surgeon was unable to utilize a clip applier as no add'l trocar was immediately available, and decided to convert case to open laparotomy. It was reported the vessels were ligated with sutures and the procedure was completed in an open fashion. It was reported that no units of blood were given at the time of surgery.